Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a leak occurred. During preparation for a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the sheath, the sheath presented a leak and would not flush. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a leak occurred. During preparation for a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the sheath, the sheath presented a leak and would not flush. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.